Manufacturer narrative:
Updated fields: b4, b5, g1, g3, g6, h1, h2, h6 (health effect: clinical code,type of investigation, investigation findings, component code, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Replaced knob missing rubber hand crank. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. Complete pm with full calibration. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) had regulator handle missing. There was no patient involvement. No harm/injury was reported.